Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed he customer reported complaint regarding the issue of frayed cables. The instrument grip cables were frayed at the distal end. One grip close cable was frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damages were noted to be found on the instrument. The complaint is being reported due to the frayed cables on the prograsp forceps instrument.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon observed frayed cables on the prograsp forceps instrument .the planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.